Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, it was noted that the device has reached eri. During last interrogation few months ago, device estimated longevity was 2.4 years to eri. Patient did not receive any shock since the last check and has not gone for any medical procedure. Pre-mature battery depletion was noted. The patient was stable with no symptoms. Device was explanted and replaced.